Event description:
It was reported that the patient with this right atrial (ra) lead experienced hypotension and a near-syncope episode at home. Technical services (ts) reviewed the stored episode and noted that capture on the ra channel appeared inconsistent, with intermittent high pacing thresholds also observed. Ts recommended further testing on this ra lead. No additional adverse patient effects were reported. This ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).